Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. The user alleges patient has particle in mouth which caused nasal/throat irritation or soreness. The patient's right eye has side effect. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported, a user contacted the manufacturer regarding the sound abatement foam correction/removal. The user alleges patient has particle in mouth which caused nasal/throat irritation or soreness. The patient's right eye has side effect. There was no report of serious patient harm or injury. The ventilator was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without foam degeneration or contamination.